Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4): the device was returned and analyzed and the elective replacement indicator (eri) triggered due to normal battery depletion.

Event description:
It was reported that the patient is experiencing pain around the pacemaker site due to thinning of the tissue over the device and lack of subcutaneous fat. The device was removed and a new device was implanted submuscularly. No patient complications were reported as a result of this event.